Event description:
A surgeon reported increased number of cases of diffuse lamellar keratitis (dlk). Reporter indicated the flaps were re-lifted and rinsed. Attempts have been made to obtain additional info. At this time additional info has not been received.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the device history record review indicated the product met release criteria. Additional info has been requested. (B)(4).